Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. The physician additionally implanted a suprarenal afx device on (B)(6) 2015 to treat type ia and ii endoleaks; final angiogram revealed aneurysm exclusion. Approximately three (3) years post initial procedure, a persisting type ia and ii endoleaks were detected during routing follow-up cta, in addition to an abdominal aneurysm growth (to 7.3cm). It is unknown if the physician plans to treat the patient.

Manufacturer narrative:
The reported type 1a and 2 endoleak was successfully resolved with a modified cook alpha (non- endologix) stent and the patient was reported as doing fine post-op. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply

Event description:
Additional information was received. An intervention was completed on (B)(6) 2019. The reported type 1a and 2 endoleak was successfully resolved with a modified cook alpha (non- endologix) stent and the patient was reported as doing fine post-op.

Event description:
Additional information received confirming that a non-endologix snorkel stent was implanted in the right renal artery (rra) during the secondary procedure on (B)(6) 2015. The clinical assessment determined that there was evidence to reasonably suggest occlusion of the rra per 36-month post implant CT scan from (B)(6) 2018.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: unresolved type ii and ia endoleak. The aneurysm sac growth complaint is unconfirmed. In addition, the clinical assessment determined that there was evidence to reasonably suggest occlusion of the right renal artery (non-endologix stent snorkel implanted at the secondary endovascular procedure in (B)(6) 2015) occurred that was not included in the event as reported. This occlusion was discovered on (B)(6) 2018 during the review of the 36-month post implant CT scan. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shares with endologix to review. The procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: add patient code 1984; add method codes 3331, 4112. Correction: remove result code 3233 and add 4247; remove conclusion code 11 and add 4315.